Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis: -5 vad disconnect alarms have been logged on con189663 since on december 18, 2015. -1 vad disconnect alarm was logged on con189109 on december 18, 2015 at 11:29:59. -the last available data point was collected on december 23, 2015 at 12:12:43 from con189663 with a power consumption of 5.6w, which is within normal operation at 2900rpm. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of six reports (3007042319-2016-00176, 00177, 00178, 00179, 00180 and 00181) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel that the patient called the hospital due to power switching. The capacity when the event occurred was more than 25%. Both controllers and all 4 batteries were replaced and no effect on the patient.

Manufacturer narrative:
The battery ((B)(4)) was not analyzed. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated by the manufacturer and correction is currently being implemented under field safety corrective action (fsca). This is one of six reports (3007042319-2016-00176, 00177, 00178, 00179, 00180 and 00181) submitted for devices related to the same event.